Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down keypad button reportedly needs to be pressed very hard and multiple times for a response. The keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.